Manufacturer narrative:
The field service engineer determined there was a failure of the ise module. The ise module, mixing tower, and tubing were replaced. The customer successfully performed maintenance on the analyzer. The customer successfully calibrated and ran controls. The complained patient samples were repeated and the results correlated with the previous repeat results. Quality control data was within acceptable ranges. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they had ise calibration issues with their cobas c 111 with ise. The reporter tried activating the electrodes several times in order to get the calibration to pass. It finally passed and controls were fine. Later, the reporter stated that they received discrepant results for two patient samples tested with the ise sodium electrode. The samples were repeated and the repeat results were believed to be correct. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with a sodium value of 153 mmol/l. The sample was repeated, resulting with a value of 136 mmol/l. The customer ran controls and these were fine. The customer then repeated the sample again, resulting with a value of 136 mmol/l. The second patient sample from a female patient, initially resulted with a sodium value of 112 mmol/l. The sample was repeated twice, resulting with values of 133 mmol/l and 133 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number was 21583348, with an expiration date of 15-feb-2019.